Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's mother reported via phone call indicating that the customer experienced unexplained high blood glucose of 519 mg/dl. The customer was treated for the high blood glucose with their insulin pump. The caller stated that the high blood glucose levels were caused by the infusion sets not sticking to the customer's body. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.